Manufacturer narrative:
Additional information was received from reporter stating that only one device broke inside the patient. We had reported two instances under mdrs reports 1219602-2019-01026. Based on this new information, we concluded that only one needs to be reported. Please refer to MDR 1219602-2019-01026. The other report needs to be considered void as a second device malfunction did not occur. Our reassessment determined that the issue does not meet the threshold for reporting. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Two sterile 72201782 9x30mm biorci-ha screw used for treatment, were returned for evaluation together. The other device was reported under 1219602-2019-01026. The complaints stated: ¿the screw broke inside the patient.¿ inspection verified that these were 9mm product. The head of the implants were in reasonably good condition. The lengths measured approximately 24mm and 19mm. This would indicate 5mm or more distal material is absent from each item. Both item¿s distal threads were compressed, peeled back and fractured to some degree. The distal area is fractured and especially chewed up on one. This is aligned with over torque and/or entanglement with a guide wire. The other has very compressed and distorted threads. Symptoms are also aligned with continued driver rotation after product rotation ceased. The portions returned confirmed force was a factor. The symptoms are consistent with either unexpected one density encountered or an inadequate tunnel diameter. These are tapered screw. The largest diameter needs to be accommodated. Interference screws recommend 1:1 screw size to tunnel size for best surface interference contact per instructions for use: ¿use an appropriate size tap to pre-tap the insertion site prior to screw insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ no root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during an acl surgery, the screw broke inside the patient and was removed with a clamp. The procedure was completed with a back up device with no delay or patient injury reported. According to the investigation results, the device received was peeled back and fractured which makes it a reportable event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the screw broke inside the patient and was removed with a clamp. The procedure was completed with a back up device with no delay or patient injury reported.